Event description:
Event description guidant received information that this implantable lead displayed a single nonsustained episode of low amplitude intermittent noise on the rate/sense and shock channels. The patient is pacer dependant and the noise did inhibit pacing. The noise is unable to be reproduced. All the lead measurements remain stable and within normal limits.